Event description:
It was reported that pump battery charge increased rapidly and later resulted in unexpected pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer restarted pump, and technical support explained that insulin on board, maximum hourly bolus, and cgm sessions reset after shutdown, provided battery best practice guidance, and advised customer to monitor system and call back if issue persisted.